Manufacturer narrative:
The insulin pump was received with intermittent buttons; the problem was isolated to the keypad assembly. Unable to perform functional testing including basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test or verify lost sensor alarms due to button keypad anomaly. No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the escape button is not always clicking and has to press button several times to get a response. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.